Manufacturer narrative:
The device will be evaluated when it is received and a follow-up medwatch will be submitted if additional information becomes available.

Event description:
A report was received regarding an alleged issue encountered during use of the console. The report states that during a case the console displayed "excess air in hex" and prompted the user to disable the sensor to complete the case.